Manufacturer narrative:
(B)(4). Investigation summary it was reported performance breakage suture. A labeled winding former, a detached needle and a suture piece were returned for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and marks that appear to by use of a surgical instrument were noted on body needle, the suture was examined, and the end was cut and present body fluids. A functional test was performed and the tensile strength force was above the minimum requirement. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The mre review could not be conducted, because the batch number of the complaint is unknown. Per the condition of the sample, the assignable cause of the performance breakage suture suggest an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture was broken during use with the surgeon¿s usual suturing tension. There were no adverse consequences to the patient. No additional information was provided.